Event description:
It was reported that the cadd cleo 90 infusion set leaked insulin at the infusion site, leading to elevated glucose levels. The patient changed the infusion site, after which glucose levels began to decrease. Patient involvement was reported, and no patient injury occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.